Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisionals identified that they were both chipped on the medial side. The devices also exhibited gouges and wear indicative of repeated use. DHR was reviewed and no discrepancies were found. The root cause was due to wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional was broken. It is unknown at this time when or how the device broke.